Event description:
It was reported by the customer that the extension line became disconnected from the juncture hub. The pt was receiving antibiotics and fluid via the catheter. As a result, the catheter was removed. There were no pt complications reported.

Manufacturer narrative:
After eval, it was determined that the event was MDR reportable. Eval: one 3-lumen catheter was returned. The distal extension line was evaluated at 10x magnification. The proximal end of the extension line was evenly cut & slightly flared at the opening. The extension line measured 104 mm in length. Using nominal dimensions, the length of the extension line should be approx 94 mm. The specified 2.13/2.21 mm outside diameter of the extension line measured 2.16 mm except for the last two cm of the proximal end which measured 1.80 mm. It appears that the extension line may have been stretched indicating that some amount of force was applied to the luer hub causing separation. The amount of force required to stretch the distal extension line could not be determined. A device history review was performed and no related issues were noted during MFR of this lot. The report of the extension line disconnecting from the hub was confirmed through visual inspection of the returned sample. However, the potential cause of the issue could not be determined since the amount of force applied to the luer hub prior to separation is unk. Management will continue monitoring complaint reports for any trends which may occur.